Manufacturer narrative:
This is a supplemental report to provide additional information. It was additionally reported that the balloon did not burst.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a removal of stone, the subject device was used. It was a difficult procedure with multiple stones requiring the mechanical lithotriptor to also be used. It was reported that the balloon catheter was snapped in the common bile duct, and the balloon and a part of the catheter were removed with the forceps. There was no patient injury reported. This is the report regarding the falling of the balloon.